Manufacturer narrative:
Device not returned for evaluation. DHR was reviewed and the device met all release criteria. The cause of the event was determined to be that the user did not follow the IFU and delivered approximately three times (3x) the recommended treatment lines. Corrective / preventive action was performed to retrain the physician to the IFU. This MDR report is filed because of the potential for serious injury if the IFU is not followed. Patient follow-up revealed that all edema was resolved with no residual effects.

Manufacturer narrative:
Device not returned for evaluation. DHR was reviewed and the device met all release criteria. The cause of the event was determined to be that the user did not follow the IFU and delivered approximately three times (3x) the recommended treatment lines. Corrective / preventive action was performed to retrain the physician to the IFU. This MDR report is filed because of the potential for serious injury if the IFU is not followed. Patient follow-up revealed that all edema was resolved with no residual effects.

Manufacturer narrative:
Device not returned for evaluation. DHR was reviewed and the device met all release criteria. The cause of the event was determined to be that the user did not follow the IFU and delivered approximately three times (3x) the recommended treatment lines. Corrective / preventive action was performed to retrain the physician to the IFU. This MDR report is filed because of the potential for serious injury if the IFU is not followed. Patient follow-up revealed that all edema was resolved with no residual effects.

Event description:
It was reported by the doctor that 4 patients out of 100 experienced edema lasting beyond 48 hours. Additional information unknown at this time.

Event description:
It was reported by the doctor that 4 patients out of 100 experienced edema lasting beyond 48 hours. Additional information unknown at this time.

Event description:
It was reported by the doctor that 4 patients out of 100 experienced edema lasting beyond 48 hours. Additional information unknown at this time.

Manufacturer narrative:
Device not returned for evaluation. DHR was reviewed and the device met all release criteria. The cause of the event was determined to be that the user did not follow the IFU and delivered approximately three times (3x) the recommended treatment lines. Corrective / preventive action was performed to retrain the physician to the IFU. This MDR report is filed because of the potential for serious injury if the IFU is not followed. Patient follow-up revealed that all edema was resolved with no residual effects.

Event description:
It was reported by the doctor that 4 patients out of 100 experienced edema lasting beyond 48 hours. Additional information unknown at this time.